Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained ventricular oversensing and non sustained oversensing was noted due to noise on the lead. No intervention has been performed at this time. Further information was requested but not received. The patient was in stable condition.